Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address each event. Customer's blood glucose (bg) was 250 mg/dl. Additionally, the customer experienced a separate high bg event. Bg was "high" via cgm reading. Reportedly, the high bg level normalized after the pump supplies were changed. Cause of elevated bg was a result of the customer using off label insulin. Tandem technical support advised customer that only humalog and novolog are approved for use with the pump and recommended customer consult their healthcare provider regarding diabetes management.